Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient was having the pump and the catheter removed on the date of this report due to the patient¿s comfort. The patient was very thin and the pump was bulky. The patient would bump into things with the pump which made it uncomfortable. The pump worked ¿great¿ for the patient, a cancer survivor. It was further reported that at the time of explant the pump had saline. The patient status after explant was not known. No product problem reported. It was then reported that this patient, (B)(6), had complained of their skin feeling taut after ¿drandal¿. The patient experienced bruising and skin discomfort around the pump site. The patient did not require hospitalization and there were no patient injuries.

Manufacturer narrative:
Updated patient codes, device codes, and eval code-conclusion.

Event description:
Additional information received from the consumer indicated the pump was previously delivering morphine. The indication for use was non-malignant pain and chest wall. The patient noted the reason for the pump implant was because he had pain after having his left lung removed because of lung cancer. The patient had to have his pump removed because it was painful for him. The patient was a small guy and it was painful for him.